Manufacturer narrative:
Sample and photo received for investigation. Through visual inspection, white foreign matter is observed on the hub of needle. Foreign matter is identified as epoxy, an adhesive used to join the cannula with the hub. Based on the available information, possible root cause is associated with failure to apply the resin in the assembly process. Actions were taken such as cleaning the entire assembly, revising the nozzle, and changing the thickness of the tank. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 18ga 1in blunt fill sla had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: "notification: 2024.00.004646 material: 83771 - probe 1,20x25 - blunt tip ref. (B)(6) - lot: 3177461 - val: 31/04/2028 - 1 unit - brand bd complaint: material with the presence of a foreign body on the tip, gray in color, adhered to the wall of the probe.